Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the returned components; the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. During testing a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The device needle trajectory is inspected twice during manufacturing. Based on the investigation findings, the reported needle to cuff miss could not be confirmed. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.